Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (abnormal shutdowns) has been confirmed. A root cause analysis is currently underway. A supplement report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A review of a (B)(6) year old female patient's download revealed several abnormal shutdowns. Zoll customer support contacted the patient and sent a replacement monitor.